Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon review of electrograms it was revealed that the implanted cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Patient did not received therapy during the oversensing. Programming changes were discussed; no intervention was reported. Patient will continue to be monitored. No additional information was reported.